Manufacturer narrative:
In MFR report #3004209178-2016-26991 the following information was reported: "it was reported that the patient was having a burning feeling between the battery and lead. They also described ¿bilaterally burning of their upper and lower extremities.¿ the patient also felt that the battery site was uncomfortable, and they wished to have it moved to the opposite side. There were no known external factors that may have contributed to this issue, and when the patient saw the clinician in office, it was noted that there was a ¿problem with the lead.¿ however, it was stated that ¿impedance check ran today showed that everything was within normal limits;¿ this does not seem to pertain to this event, as the lead was removed before ¿today.¿ the healthcare provider removed the old lead and placed a new lead to the right side and placed the ins on the left side. It was also stated that a new battery was used, but this contradicts all other information about the ins. It was noted that the issue was resolved." Additional review indicates this information did not pertain to the previous manufacturer¿s report. Any additional information related to this event will be reported in this report. Concomitant medical products: product ID: 3889-28, lot# va1w68h, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a burning feeling between the battery and lead. They also described ¿bilaterally burning of their upper and lower extremities.¿ the patient also felt that the battery site was uncomfortable, and they wished to have it moved to the opposite side. There were no known external factors that may have contributed to this issue, and when the patient saw the clinician in office, it was noted that there was a ¿problem with the lead.¿ however, it was stated that ¿impedance check ran today showed that everything was within normal limits;¿ this does not seem to pertain to this event, as the lead was removed before ¿today.¿ the healthcare provider removed the old lead and placed a new lead to the right side and placed the ins on the left side. It was also stated that a new battery was used, but this contradicts all other information about the ins. It was noted that the issue was resolved. On (B)(6) 2020 the patient reported they needed a lead revision and ins relocation surgery done on (B)(6) 2019 because when their device was on, they would experience pain at the ins site to their butt crack and leg pain. The caller stated that when the device was off the pain went away and since the issue was going on for months prior to figuring out the issue they needed to keep turning the device on and off. The caller noted having a healthcare provider appointment in late (B)(6) and their impedances were checked and it was determined that the leads weren¿t connecting to each other and needed to be revised to continue therapy. The patient noted they were told they were getting the new therapy handset instead of the programmer they had currently but didn¿t receive it. No further complications were reported.